Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5ad70. Investigation summary: the analysis results found that one ec45a device (b) was returned with the closing trigger broken and the anvil bent upwards and with an gst45w reload loaded on the device. The reload was received fully fired. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that during an open liver resection with a lobectomy procedure that when attempting to fire the third and fourth psee60a both devices fired about half way. The blade stopped around the bubble on the anvil that was not noticed when the devices were first opened. Power reverse was used to return the blade and open the devices. The psee45a was stuck on unknown tissue. Staff used the power reverse to remove the device. The ec45a was articulated and stuck on superior mesentery artery tissue with a white reload. Manual reverse was attempted but the blade would not return home. Device was cut off of the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.